Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this cadd legacy pump emitted beeping sound. It was reported that the patient replaced tubing and cassette and still the reported event continued. The patient also tried turning off the pump and restarting but observed beeping again. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. The patient switched to back-up pump and continued therapy. There were no adverse effects to the patient due to the reported event.

Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump found the pump in good physical condition with crack on the side near the battery door. Review of device history log found following events: 0946> starting ll0 12/16/2018 9:02:00 pm / 0947> no disposable 12/16/2018 9:04:00 pm / 0951> power down 12/16/2018 9:06:00 pm / 0952> pump turned on 12/16/2018 9:06:00 pm / 0953> power lost while pump was on 12/16/2018 9:06:00 pm / 0954> alarm cancelled 12/16/2018 9:07:00 pm / functional testing included use testing. During the use testing it was found that when the latch was not shut completely the pump intermittently generated a warning tone. The upstream occlusion sensor was also out of specification. Based on the evidence, the complaint was confirmed. This problem source was suspected as worn out latch.